Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 1:25pm, the patient alleged feeling "sweaty, shaky and talking funny." On (B)(6) 2012 at 1:30pm, the patient reported blood glucose results of "94, 34, and 55mg/dl" with her lfs meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20 mg/dl. The patient reported that she uses insulin pump therapy (type unknown) to manage her diabetes. It is not known if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported treating herself with food or drink on (B)(6) 2012 at 1:35pm. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement. The cca also noted the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having control solution available. The alleged issue remained unresolved with training. The patient also reported using the same meter to obtain the results. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred and there was no delay in treatment. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because, the alleged blood glucose readings meet lfs' precision criteria for reportable malfunctions.